Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While inserting screw, driver tip broke off.

Manufacturer narrative:
(B)(4). The expedium quick-connect single innie polyaxial screwdriver (product code: 2797-12-400, lot number: mi27418) was returned to the customer quality unit (cqu) on april 13th, 2017. The screwdriver was broken at its distal tip. The instrument was not returned with its broken tip. The instrument was subsequently submitted for fracture analysis. Optical imaging of the driver tip revealed plastic deformation at the hex lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex lobes indicates a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. No material defects of other abnormalities were observed in this analysis. A supplemental hardness test was performed on the driver. It was noted that the driver is below the specified guidelines. However, micropulse¿s certificate of compliance was submitted for lot mi26618. The driver was found to be within acceptable boundaries according to the results provided by micropulse. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause is quasi-static overload torsional shear failure due to unexpectedly high forces placed on the tip during tightening. As there has been no issue identified in the manufacturing or release of these devices that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.